Event description:
On (B)(6) 2022, implants were placed in a total of four locations as a growth control surgery at a medical institution. The implants were subsequently removed approximately two years later, on (B)(6) 2025. At that time, the following defects occurred screw had head deformed during the removal process.